Manufacturer narrative:
As reported, the capsure straight fixation device failed to fixate the mesh. The subject device is not available for evaluation. Based on the information available, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.

Event description:
As reported, during a laparoscopic hernia repair procedure, the capsure fixation device was used to fixate the mesh. It was reported that the device failed to fixate the mesh when deploying the first fastener. As reported, no broken fastener was found and another capsure device was used to complete the procedure. There was no reported patient injury.